Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during foley catheter placement, urine leaked from the side of the catheter. Since there were two consecutive cases, needed to investigate if there are any contributing factors. In both cases, leakage occurred within a few days of placement.

Manufacturer narrative:
The reported event was unconfirmed. Received (9) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted two opened (without original packaging), used silicone foley and one syringe. Visual inspection of the sample noted using the returned syringe both catheters balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly with no leakage. With the syringe attached the balloon deflated within 48 seconds with no leakage. The reported failure could not be replicated. Per s03fa211 revision 26, as the reported event is unconfirmed a risk review is not required. Per s03fa211 revision 26, as the reported event is unconfirmed, a labeling review is not required. DHR is not required since the reported failure was unconfirmed. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during foley catheter placement, urine leaked from the side of the catheter. Since there were two consecutive cases, needed to investigate if there are any contributing factors. In both cases, leakage occurred within a few days of placement.